Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration at a dose of 5.998 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that when the patient did a bolus he was not getting any pain relief. It was reported that the patient had an accident and fell down the last step, and the patient felt the pump dislocate and move past his ribs. No further complications were reported.